Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) since device battery longevity dropped from three o 1 year in just a year. Boston scientific technical service (ts) explained would need data to analyze the battery. Ts also advised to call clinic. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) since device battery longevity dropped from three o 1 year in just a year. Boston scientific technical service (ts) explained would need data to analyze the battery. Ts also advised to call clinic. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Revision to d4 unique identifier (UDI) #. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) since device battery longevity dropped from three o 1 year in just a year. Boston scientific technical service (ts) explained would need data to analyze the battery. Ts also advised to call clinic. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.